Event description:
A 4.0mm diameter x 18mm length medtronic ave gfx2 stent was inserted into the target lesion in the ostium of the saphenous vein bypass graft to the diagonal coronary artery. No predilation of the target lesion was performed. After the stent was deployed, the physician decided that the position of the stent was not optimal due to the fact that it was protruding too far into the aorta. The deployed stent was then snared from the ostium of the coronary artery, another medtronic ave stent was successfully deployed at the target lesion site. There is no product complaint, and no further clinical sequelae was reported relative to the event.